Event description:
It was reported by service report that the bed had intermittent power, a missing ground prong, and all the rails have been taken off to put on other beds. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: the side rails were removed from the unit by the facility.